Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B97488) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. (B)(6) 2019-tissue 1. Uterus 2. Bilateral fallopian tubes final diagnosis #1- uterus, morcellated supracervical hysterectomy: uterine fragments with endometrium basalis and focal superficial adenomyosis. #2- fallopian tubes, bilateral, salpingectomy: two fimbriated fallopian tube segments without significant histopathologic abnormality. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("small piece of the retained deployment device which was retrieved hysteroscopically"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received-lot number added. Event medical device removal updated to pelvic pain. New event small piece of the retained deployment device which was retrieved hysteroscopically added. New reporter, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B97488) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. (B)(6) 2019-tissue uterus. Bilateral fallopian tubes. Final diagnosis: 1- uterus, morcellated supracervical hysterectomy: uterine fragments with endometrium basalis and focal superficial adenomyosis. 2- fallopian tubes, bilateral, salpingectomy: two fimbriated fallopian tube segments without significant histopathologic abnormality. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("small piece of the retained deployment device which was retrieved hysteroscopically"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. Lot number:b97488. Manufacturing date:2013/11/23. Expiration date:2016/11/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.